Manufacturer narrative:
Follow-up # 1 ¿ (02/06/2015). The patient¿s meter has been returned on 1/8/2015 and evaluated by lifescan product analysis on 1/22/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed; however, a secondary issue was noted when the meter was found to be missing a battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s relative contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ping enhanced meter was displaying the battery indicator. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the batter indicator began to appear at 1:00pm on an unspecified day during the last week of (B)(6) 2014. The patient is on insulin pump therapy. The reporter stated the patient took a correction dose of novorapid insulin (unknown dosage) that did not include a blood glucose result but carbohydrate count only, in response to the alleged meter issue. The reporter claimed the patient did not develop any symptoms and there was no mention of medical treatment/intervention received as a result of the alleged issue. The reporter claimed that no other blood glucose tests were performed on any other device. At the time of troubleshooting, the csr noted the patient was not a first time user of the lfs product and there was no misuse of the device. The csr documented that the alleged issue was not resolved through training. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.